Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels remained elevated (200s-300s mg/dl). Customer was not experiencing elevated levels at the time of report. Customer delivered boluses, used insulin pens, and consulted with health care provider to address the issue.